Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician was found a hair inside the sealed package.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
Device evaluation: the 1 x zebd-7-7 device of lot c2031766 was returned unopened in its original package for evaluation with the information provided, a physical examination and document-based investigation was conducted. Note: this device was not decontaminated as it was returned unopened upon arrival. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2023. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device the device was noted that package returned sealed and unopened. Hair confirmed in packaging. Manufacturing records: prior to distribution all devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. There are inspection checks outlined in internal procedures in place at cirl procedure section 5.3.2"complete a 100% visual inspection of the packaged unit (tyvek pouched) while held at a comfortable arm¿s length from the unaided eye at normal lighting conditions." Section 5.6 "visual inspections: inspect for the following (where applicable): foreign particulate matter (fm)." Instructions for use and label: it should be noted that the instructions for use (ifu0045) states the following ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest the customer did not follow the instructions for use. (Ifu0045) image review: as per the photo supplied, a hair-like fibre is visible within the packaging. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to operator error as the hair was not identified during packaging or packaging qc. However, it should be noted that foreign matter in device packaging may not be detected at inspection. This may occur if the foreign matter is concealed under the product or label during the inspection process but later moves during transit. With device packaging inspections, gowning procedures and environmental monitoring, cook ireland makes every effort to minimize the presence of foreign matter in device packaging. Following an assessment it was determined that no ncr is warranted, however, quality awareness training will be completed as a precaution. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the physician was found a hair inside the sealed package. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, this occurred prior to patient contact investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to operator error as the hair was not identified during packaging or packaging qc. However, it should be noted that foreign matter in device packaging may not be detected at inspection. This may occur if the foreign matter is concealed under the product or label during the inspection process but later moves during transit. With device packaging inspections, gowning procedures and environmental monitoring, cook ireland makes every effort to minimize the presence of foreign matter in device packaging.